Event description:
Pt under general anesthesia for a thoracotomy with lysis of adhesions and manipulation of lung, biopsy of left lower lobe, possible pneumonectomy and dissection of the hilum. A ta 55 was brought around the hilum and was fired, however the stapler mis-fired and only part of the stump was stapled. When stapler was removed, the pulmonary artery retracted. Subsequent large amonts of bleeding into the left thorax. Pt was transfused several units of blood and transfered to ccs.